Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was no label or missing label information. This event occurred 4 times. The following information was provided by the initial reporter and translated to english. The customer stated: "materials without label to make marks".

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label. Bd was not able to identify a root cause for the indicated failure mode.